Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the reported difficulty positioning, difficulty grasping and poor image resolution appear to due to a combination of patient morphology/pathology and user technique/procedural conditions. The reported patient effect of tissue damage appears to be a result of procedural conditions of difficulty grasping, and the mitral regurgitation (mr)was a cascading effect of the tissue damage. It should be noted that the reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds), tissue damage and increased mitral regurgitation (mr). It was reported this was a mitraclip procedure to treat mixed mr with a grade of 2. The patient had a twisted heart axis and the transseptal puncture was high. After the steerable guide catheter (sgc) was advanced, the distance between the puncture and the leaflets was noted to be high. The cds was advanced and the m/l and a/p were increased with an extreme curve on the sgc to get to the mitral valve. Due to the tension on the system, there was difficulty controlling the sgc and the cds. The leaflets were attempted to be grasped, but the anterior leaflet was damaged, and the mr increased to 3. The devices were removed with no clip implanted. The procedure was discontinued and the patient is stable. Surgical intervention will be performed; however, there is no scheduled date. No additional information was provided.